Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as the device has not yet been evaluated. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated, the insulin pump had been exposed to MRI scans. The customer then stated, she was hospitalized for low blood glucose levels. Troubleshooting was performed and the insulin pump failed the displacement test.